Event description:
A nurse reported that the luer-lok adapter and cannula detached from one syringe during surgery prior to any patient contact and again from another syringe during the same procedure, but with patient contact. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
There were no lot numbers or samples provided therefore root cause analysis could not be performed. All syringes are visually inspected, items with incompletely assembled luer lock adapters (lla) are removed. However when the instructions for use were not followed or if other non-alcon components were used a malfunctioning of the device could be simulated. (B)(4).